Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Upon review of the returned pump, the pump passed the laser continuity test. A clot was observed around the impeller. The 5s parameters were within normal specification. There were no catheter kinks. Data logs show there are no optical related alarms. The root cause of the optical signal issue was most likely patient condition related due to the patient's deteriorating condition from the previous aortic dissection requiring surgical intervention while on this device. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, the device experienced an optical sensor malfunction. Echocardiography confirmed that the impella was in good position. Despite this, the pump remained operational throughout the support period until weaning and explantation. No patient harm was reported.